Event description:
Information received indicates the left head siderail will not latch due to a bent siderail upper rail bracket and dampener.

Manufacturer narrative:
The technician replaced the siderail upper bracket and dampener to repair the bed.